Event description:
It was reported that the system had difficulty converting the patient's arrhythmias. One episode required three shocks to convert the arrhythmia. Another required two shocks. Also, in two instances, the shocks for ventricular tachycardia induced ventricular fibrillation. Technical services discussed the electrograms with the physician. The doctor elected to replace the system with a transvenous system. There were no additional adverse patient effects.